Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the one week post-implant follow-up, the sensing on the right ventricular (rv) lead had decreased. As a result, a revision procedure was scheduled. During the procedure, it was noted the rv lead did not seem to be flexible. It was suspected the cause of the clinical observations was the lead pulling back. The rv lead was successfully repositioned. No additional adverse patient effects were reported.